Event description:
It was reported that a patient experienced an allergic reaction with swelling of the eyes approximately two days following placement of seal & protect and administration of medication (type is unknown). The swelling subsided without any medical intervention.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.